Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure the coil prematurely detached in the microcatheter. There was no reported clinical consequence to the patient. No further details were provided.